Event description:
It was reported an interlock failure error message was displayed. This communication fail error message is likely to result in a system lockup, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the fluoro functions board were replaced during the service call. The reported issue is currently under investigation.